Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer declined system check with tandem technical support. Customer reportedly changed supplies to resolve occlusion alarms. There was no reported adverse impact. No further details were provided.